Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report that the tubing separated and leaked at the upper fitment was confirmed. Visual inspection showed that the silicone segment was completely separated from the upper fitment. The expected o-ring near the upper fitment was not received; however further inspection showed o-ring indentations on the silicone segment indicating the o ring had been present at some point. No crush marks were observed on the upper or lower fitment. Functional testing was unable to be performed due to the damage. Dimensional evaluation was performed on the pumping segment components (upper fitment, silicone, o-ring near lower fitment and lower fitment). The sample measurements were within specification. The root cause of the failure was not identified.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set separated and leaked at the upper fitment during a non chemotherapy infusion. There was no report of patient harm.